Event description:
During a laparoscopic procedure, the preperitoneal distention balloons didn't inflate properly. The customer indicated that the balloons are allegedly inflating in a vertical direction instead of the normal lateral direction. Pts have not suffered any consequences from alleged feedback description.